Event description:
This report is being filed after the subsequent review of the following literature article, niikura, t. , "et al". Clinical and radiological results of locking plate fixation for periprosthetic femoral fractures around hip arthroplasties: published online: 22 august 2014. The japanese orthopaedic association 2014 19:984-990. This was retrospective multi-center study across six hospitals. Patients with periprosthetic femoral fractures around hip arthroplasties who were treated by osteosynthesis, from july 2005 to april 2013. During the study period 52 patients were treated by osteosynthesis using locking compression plate (lcp) for their periprosthetic femoral fractures around hip arthroplasties. Of these, 32 patients were follow-up for at least 6 months postoperatively were enrolled in the study. The study comprised 2 men and 30 women; the mean age was 78.5 years (range 54-96 years). Complication: 1- partial pullout of the locking screws that had been inserted into the proximal fragment. 1-supracondylar fracture was observed at the distal end of the plate after a fail 4 months after plate osteosynthesis. This is report 2 of 2 for (B)(4). This report is for unknown locking screws and refers to the serious injury / reportable malfunction of the partial pullout of the locking screws that had been inserted into the proximal fragment.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown locking screws/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.